Event description:
A malfunction alarm, specifically alarm 30, was reported during the pump's loading process. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support in properly loading a new cartridge and was able to successfully resume insulin therapy.